Event description:
It was reported that this implantable cardioverter defibrillator cardiac resynchronization therapy defibrillator (crt-d) delivered an inappropriate shock due to t wave oversensing. Technical services (ts) was consulted, provided reprogramming options and the crt-d system was reprogrammed, left ventricular (lv) lead was turned off. This crt-d system remains in service and will continue to be monitored. No additional adverse patient effects were reported.